Event description:
It was reported that patient was experiencing pain. Went in for a revision and found the cup to be grossly loose. Removed the cup/head/ insert and replaced.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that: "can not confirm event description, need x-rays, follow up and revision records." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient was experiencing pain. Went in for a revision and found the cup to be grossly loose. Removed the cup/head/ insert and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.